Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that there was a malfunction of sample was observed. Presence of leakage at the non-return valve. Leak only visible when hydration flow was increased at the other nozzle; morphine dose and allergic attack for the patient.

Manufacturer narrative:
Other, other text: h6 - health effects and impact codes, corrected data: h6 - rcode and DHR statement: no lot number was provided, therefore no device history report (DHR) review could be completed.

Manufacturer narrative:
Additional information was received. Presence of leakage at the non-return valve. Leak only visible when hydration flow was increased at the other nozzle; consequence: patient did not received morphine dose and algic attack for the patient.